Event description:
An (B) (6) admitted with recurrent chest pain. On (B) (6)2010, underwent cardiac catheterization which revealed: 90% right coronary artery -rca- mid stenosis and 70% rca distal stenosis prior to the pda. The right coronary artery had multiple previous stents -proximal, mid vessel, pda-. On this day, new stents were successfully placed in the distal rca and mid rca with good results. During procedure, an undeployed stent was lost in aorta during recoiling of the guiding catheter. The balloon delivery catheter flipped out of the artery and was lost. Fluoroscopy of the pt's head, neck and abdomen does not reveal any undeployed stent. Pt will continue plavix and asa on discharge.